Event description:
Boston scientific crm received information that this right atrial lead was coming in contact with a previous abandoned lead causing double counting. Information was later received that this lead became damaged from the contact and was explanted. No adverse patient effects were noted. This lead was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately. The implant, explant and event dates were all reported to have happened on (B)(6) 2010, which doesn't correspond to the event description. Therefore, none of the dates will be reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.